Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella 2.5 pump inserted in the left femoral for myocarditis. It was reported that during pump support the patient experienced bleeding at the groin site. Patient was administered 24 units of concentrated red blood cells and 10 units of platelets, along with bandage changed.